Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her husband called the paramedics and was taken to the hospital due to low blood glucose of 27mg/dl. The caller stated that she passed out. The customer stated that she ate less carbs than she should have and she gave herself too much insulin. No further information was provided.